Event description:
The catheter was leaking at the 42.5cm mark. Catheter was cut down and placed. Two days later, catheter was leaking out the insertion site. Another pin hole was noted at the 28.5 cm mark. Catheter was removed.

Manufacturer narrative:
The complaint was confirmed. There were two leaks in the catheter. The leaks were found at two different times. When the initial leak was found, the catheter was repaired and later, a leak was found in the repaired section. The second leak would have occurred subcutaneously had the catheter been placed. The leaks consisted of longitudinal holes and were located where the wall thickness was at a minimum. The veneer of holes was rough and granular. The exact cause of the complaint is inconclusive.